Manufacturer narrative:
Block b3: exact date unknown, event occurred in october or november 2025.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a return of hand and foot tremor as well as a shocking sensation behind the right ear. Out of range impedance readings were confirmed on the left lead. Therefore, the patient underwent a revision procedure during which it was discovered that the right lead extension was fractured at the header block of the implantable pulse generator (ipg). The right lead extension was explanted and two new lead extensions were implanted during the revision procedure. Postoperatively, the impedances were found to be within the normal range and there were no reported patient complications. The explanted device has not been released by the medical facility for return.

Manufacturer narrative:
The lead extension was not returned for analysis; therefore, a technical analysis could not be performed. However, it was confirmed the device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A review of the instructions for use (IFU) confirmed that lead extension breakage, hardware anomalies, loose connections, electrical shorts or open circuits, and undesirable sensations such as weakness, muscle spasms, shaking or problems with movement are known risks associated with the use of dbs. It was concluded that the probable cause of the lead extension fracture was unable to be established. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Block b3: exact date unknown, event occurred in october or november 2025.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a return of hand and foot tremor as well as a shocking sensation behind the right ear. Out of range impedance readings were confirmed on the left lead. Therefore, the patient underwent a revision procedure during which it was discovered that the right lead extension was fractured at the header block of the implantable pulse generator (ipg). The right lead extension was explanted and two new lead extensions were implanted during the revision procedure. Postoperatively, the impedances were found to be within the normal range and there were no reported patient complications. The explanted device has not been released by the medical facility for return.